Event description:
It was reported that the patients spinal cord stimulation (scs) leads were fractured and resulted to high impedances. The patient underwent a lead replacement procedure wherein a paddle lead was implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7087052.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads were fractured and resulted to high impedances. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. Additional information was received that lead fracture was confirmed through imaging. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block(s) d6b.